Event description:
It was reported that the screen on the programmer was not working properly. It was also requested that the analyzer connector be checked as an occasional message would appear that the analyzer was not connected. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the display problem, the printed circuit board was reseated. Analysis was unable to confirm the report related to the analyzer, the analyzer was not returned with the programmer.

Event description:
It was reported that the screen on the programmer was not working properly. It was also requested that the analyzer connector be checked as an occasional message would appear that the analyzer was not connected. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.